Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; d9: g3; h2; h3; h4; h6. Visual examination of the returned product identified the handle has fractured at the weld location between the handle and strike plate. There are impact marks surrounding the fracture location of the handle along with the top and bottom of the strike plate. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint can be confirmed via the returned product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). D10: 110018822, item name: g7 positioning guide rod, lot#: zb7853336. G2: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the nurse tightened the positioning guide rod onto the handle, she felt it getting loose and realized the tip was broken. The piece broke onto the table, no pieces fell onto patient. After during trials of stems rasps, the top of offset clamp broach handle broke off. No pieces fell into patient, the surgery was completed with another handle that was already on sterile table. There is no additional information available at the time of this report.